Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from meter memory of 41 mg/dl on (B)(6) 2016 and lo on (B)(6) 2016 at 8:51 am. The customer's expected fasting blood glucose test result range is 150 to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The meter memory was reviewed for previous test result history: (B)(6). The customer does not have any test strips for the meter to provide the lot number for the test strips. The customer is testing three times a day (fasting) and is taking medication to control her diabetes (pill form and insulin). The customer has made recent changes to her diet and exercise regimen but no changes to her medication.